Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with mentor smooth round moderate profile 475 cc saline prosthesis and experienced deflation post procedure. As a result, an explant was performed on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 7/2/2018. There were no complications with the replacement surgery, and the final fill volume of the replacement prosthesis was 500ccs. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient had experienced seroma and capsular contracture. The patient was in a good condition after the surgery. On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination, mentor product analysis lab observed creases on the anterior view. A rent was discovered within one of the creases measuring less than 0.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) caucasian female underwent breast augmentation revision with mentor smooth round moderate profile 475cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed creases on the anterior aspect. A rent measuring approximately <0.1 cm was discovered within the crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
An assessment by medical personnel was performed on (B)(6) 2018. It was determined that the capsular contracture and seroma that were reported in the supplemental report submitted on 11/9/2018 was misinterpreted. The findings initially determined to be capsular contracture and seroma were in fact normal expected findings following breast augmentation. The assessment did note a cutaneous contour deformity that had been erroneously omitted. The misinterpreted findings are as follows: during the procedure, it was noted that the implant has an equator located linear defect at apex of the fold. There was fluid within the pocket, very small amount of straw colored clear fluid. The capsule was of minimal to moderate thickness. The patient was also noted to have a slight double bubble deformity, therefore, stitches were done up to the breast tissue and advanced down to the lower pole flap and secured with sutures. (B)(4).

Manufacturer narrative:
Additional information was received on 3/23/2018. The impacted product's final fill volume was 500ccs. The impacted product was replaced with a mentor smooth round moderate profile 475cc saline prosthesis, which was ultimately filled to 500ccs. Manufacturer¿s reference number: (B)(4).